Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported hearing the electronic pt gas system (epgs) make a noise and the flow knob on the epgs moving. No messages were noted. The flow varied by about 0.5 liters. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, blood loss or adverse consequences to the pt. Investigation in process, but not yet completed.